Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the device between 5 and 24 hours. The patient called the general practitioner (gp) and was prescribed antibiotics for treatment.